Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment, a blood leak occurred. The leak was visually observed at the dialyzer cap. Blood test strips tested positive and the machine alarmed. Estimated blood loss was 240cc's. Pt required no medical intervention. Sample is not available; sample was discarded.